Event description:
Pt came in for declot of fistula. Trerotola device was used. Tip of trerotola device broke off into pt's fistula. Physician was unable to snare and remove tip from the pt's arm. Stent was then placed over the top of the broken tip of trerotola device.